Event description:
On (B)(6) 2012, the patient contacted animas and stated that keypad buttons were unresponsive. The patient denied moisture in the pump. The patient reportedly cleaned the pump with a damp cloth and the patient did not indicate how the pump was worn. There was no reported adverse event associated with this complaint. This complaint is being reported due to the alleged keypad issue.

Manufacturer narrative:
Follow up #1 submitted: 07/23/2013. Device evaluation: on testing, the keypad buttons were responsive to user input.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.